Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. UDI format updated with available product information per gudid. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during placement the foley catheter balloon spontaneously detached. When checked the cuff, it was deflated. After filling the cuff, it was now inflated.

Event description:
It was reported that during placement the foley catheter balloon spontaneously detached. When checked the cuff, it was deflated. After filling the cuff, it was now inflated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.